Manufacturer narrative:
The previous short to shield resulting in exchange was reported in MFR #: 2916596-2019-05688. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced two low speed advisories on (B)(6) 2021 at 4:32 and 4:55 am while on the mobile power unit. Possibilities for these events were that something had passed through the pump causing the low speed events, and the other being the beginning stages of a driveline issue. The patient was admitted on (B)(6) 2021 with fever and chills. Sepsis workup did not reveal covid, rsv (respiratory syncytial virus), strep throat, blood cultures showed no growth. Echocardiogram on (B)(6) 2021 showed no obvious vegetations. Patient discharged home with oral antibiotics (daptomycin and zosyn). Through x-ray images of driveline, certain areas were suspicious for wear and thinning of shield in that area. The patient had a previous short to shield issue with a pump exchange on (B)(6) 2020. The patient had a driveline repair performed on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed based on the evaluation of the returned driveline. A direct correlation between the device and the reported infection could not be conclusively determined during this investigation. A specific cause for the reported infection could also not be determined. A distal end driveline replacement was performed by a tech services representative on 28sep2021. Approximately 15.5¿ of the external portion/distal end of the driveline was returned. The silastic sleeve was removed, and examination of the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the brown wire, adjacent to the controller connector. Further examination of the remaining wires in this area revealed marks consistent with abrasion. The conductors of the brown wire were exposed. The insulation breach of the brown wire appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The insulation breach of the brown wire would have resulted in low speed and potential pump stoppages if the exposed conductors contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. In section 1 ¿introduction,¿ infection is listed as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 of this IFU contains information on controlling infection in the patient care and management section. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, including how to respond to such events. Heartmate ii lvas patient handbook (rev. C) is currently available. Section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. This handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, including how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.